Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cs300 intra-aortic balloon pump (iabp) had a broken ECG cable. The issue was identified before the device was connected to a patient, and no patient involvement was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review and as per the latest update received, it was determined that the reported event involved the ext ECG cable (non-getinge product). No other malfunction of the device (cardiosave) was identified and therefore the event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.